Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 2/5/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following: did the reported issue contribute to any patient adverse consequences? No. What is the current status of the patient? How long, in minutes, did the surgery prolong? How many devices demonstrated the alleged deficiency? Please refer to the event description, other information requested is unknown. The following information was received: the other cases refer to (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The patient had amenorrhea for 39 weeks and 6 days, vaginal redness for 1 day, and lower abdominal pain for 3 hours. The patient was admitted to the hospital at 5:10 am for delivery. The surgery was performed at 17:03 the next day, and a perineal lateral incision was performed after delivery. During the process of suturing with suture, the suture repeatedly break when gently pulled. After replacing it, the stitching was completed. It will have an impact on the surgical progress and postoperative healing of patients. There were no patient consequences reported. Additional information was requested.